Manufacturer narrative:
Internal report reference number: (B)(4). Additional report reference number: (B)(4). B2: adverse event report is being submitted due to symptoms related to diabetes: frequent urination. Lancing device was returned for evaluation. Product testing was performed and no defect found on returned lancing device. Most likely underlying root cause: mlc-061: improper use/mishandled by end user. Note 1: manufacturer contacted customer in a follow-up call on 15-oct-2024 to ensure the customer's condition had improved - able to establish contact with customer who stated she still had frequent urination. No medical intervention since the last call was reported. Note: 2: manufacturer contacted customer in several follow-up calls to ensure the customer's condition improved and that the replacement products resolved the initial concern - unable to establish contact with customer at this time. Note 3: manufacturer contacted customer in a follow-up call on 25-oct-2024 to ensure the replacement products resolved the initial concern, and to ensure the customer's condition had improved. Caller states she no longer needs assistance and hung up.

Event description:
Consumer reported complaint for the truedraw lancing device; customer stated that the lancing device was not lancing her fingers. The package was not open or damaged when received by the customer. The customer is using compatible lancets. The customer reported having frequent urination; medical attention was not needed at the time of the call.